Event description:
It was reported to medtronic neurosurgery that two patients allegedly had inflammatory changes in the brain around the ventricular catheters without clearly diagnosed infections. The devices were removed from the patients.

Manufacturer narrative:
The device was not returned to the manufacturer. Therefore, an evaluation of the device was not possible, it is unknown what may have caused the inflammatory change in the patients. According to the instructions for use that accompany the device, "the patient may rarely exhibit a reaction due to sensitivity to the implant." A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.